Event description:
It was reported that a smiths medical pump alarms every time latch is closed. No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device functioned as specified. No device problems were identified during testing.